Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gpos and all other workstation circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the sys would not boot up. There is no report of pt injury.